Event description:
It was reported that a flogard infusion pump experienced a ¿common failure¿ and displayed an f-94 alarm (configuration option settings checksum is not 0). The technician at the facility informed that the doctor was able to fix the pump. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was not available for evaluation. A service history review revealed that the pump has not been serviced prior to this event. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. If additional relevant information is obtained, then a follow-up MDR will be submitted.